Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a tip of forceps fell off in the eye during surgery. The dropped tip has been removed from the eye during the same procedure. The surgery was completed without product replacement. There was no patient harm.